Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l54373, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
The patient had the pump refilled on (B)(6) 2014. At that time, the patient told the hcp (healthcare professional) that she was going to be traveling. The hcp decided at that point to decrease the dose from 840mcg/day to 781.05mcg/day because she was not coming back from traveling until after the refill date. The dose was decreased to give her a few more days before she needed the refill. The refill interval went from 36 days to 38 days. The patient missed the refill date/appointment. Per this reporter, the patient came back for the refill on (B)(6) 2015, the low reservoir alarm was occurring, and the patient had no therapy issues. Per the pump managing physician, the patient was seen on (B)(6) 2015 and the pump was refilled. The patient was having pain, so the pump was increased and the patient was given the next refill date. The device system was delivering fentanyl, clonidine, and baclofen. It was unclear what date the pump was refilled and if the patient had symptoms related to the event. Further follow-up is being conducted to clarify the information. If additional information is received, a follow-up report will be sent.

Event description:
The patient's pain was leg pain. On (B)(6) 2015, the patient was seen for the pump refill, the low reservoir alarm was sounding, and there was 1.9 ml remaining in the pump. The pump was refilled on that date, but her dose was not increased back up on that day because a different doctor was filling in and he did not feel comfortable changing the patient's dose. As a result, the patient was seen on (B)(6) 2015 and the pump was turned back up to where it had been before the patient's trip. The patient was doing fine as of the date of this report and all issues were currently resolved.